Manufacturer narrative:
Other, other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has air in line. Patient involvement unknown.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seal removed, the lens was scratched, and the uso/dso seals were worn off. A review of the event history log found an "air in line" message. The error was able to be duplicated during functional testing. The cause of the issue was found to be a bad air detector. The air detector was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.